Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d1, d4, g4, h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2019 and mesh was implanted. In 2020, the patient experienced pain on vaginal touch on the right side of the band and on abduction of the right lower limb. On (B)(6) 2020, partial removal of the band was performed on the right side. In 2024, the patient also experienced pain on vaginal touch on the left side radiating to the inner thigh, groin and lower abdomen with difficulty walking and standing. Removal scheduled for 15 sept 2024 on the left. According to the surgeon, the operation was supposed to be so simple and effective, with very few risks and complications, as shown by the patient information sheet provided before deciding to have the operation. The patient further reported the product is ¿literally tearing them up¿. The patient has undergone 3 operations. At the moment, the patient has pains, middle leg hurts when sitting down, standing has become difficult, and pain in the hip on the left side. No further information is available.